Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-18614. Related manufacturer reference number: 2017865-2019-18616. It was reported that the patient developed group a strep bacteria infection; vegetation growth was noted on the leads. The whole system including the pulse generator, atrial lead and right ventricular lead were explanted. The patient was in stable condition post-procedure.